Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 400 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via hospitalization. Customer was given dialysis treatment and was 100 percent better. Customer performed and passed the self test on the insulin pump. The insulin pump will not be returned for analysis.